Manufacturer narrative:
As reported, the saber rx 8mmx 6cm155 was used but ruptured at eight atmospheres (atm). The balloon was removed completely from the patient. There was no reported patient injury. The patient recovered after the event. The lesion was the iliac artery. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82202065 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event. However, with the limited amount of information provided and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber rx8mm6cm155 was used but ruptured at 8 atmosphere (atm). The balloon was removed completely from the patient. There was no reported patient injury. The patient recovered after the event the lesion was the iliac artery. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The device will not be returned for evaluation as it was discarded due to infectious disease.